Event description:
Patient death caused by reaction to metal debris per surgeon.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices and/or patient x-rays was not possible was the products were not returned. A search of the complaints databases finds no other reports against the provided product and lot code combinations since their release to distribution. A search of the complaints databases was not possible for the reported screws as the necessary lot code was not provided. Updated information confirms the patient expired due to a septicemia infection and, per the surgeon, the implant and the patient's expiration are not related. The patient was implanted on (B)(6) 2008 and expired on (B)(6) 2009. It is not likely the devices contributed to the reported infection 20 months after implantation. However, the sterility of the valid reported product and lot code combinations was reviewed and found to be within all specifications. It has been reported, the patient suffered from dementia. The patient contracted bed sores that became infected and spread to the hip joint. The investigation can draw no conclusions with the information provided and no product problem has been identified. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Additional information: the patient died of blood poisoning (septicemia). The blood poisoning (septicemia) was occurred by pressure sore on the skin. Pressure sore on the skin of the back was occurred by lie down. Pressure sore on the skin of the back spread to around the hip joint. Pressure sore on the skin was treated with cleaning, antisepsis. The surgeon judged that there was not relationship between the hip implant and death.